Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. A getinge field service engineer (fse) narrowed down the issue to be an issue with the pcba,exec processor (0670-00-0770). The board was replaced and inspections were carried out and confirmed normal function. Functional tests were passed and unit returned to normal use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reported name), g3, g6, h2, h6 (investigation type, investigation, findings, investigation conclusion, component code), h11. It was reported during use the cardiosave intra-aortic balloon pump (iabp) had an internal communication error message and technical alarm appeared when the power was turned on. There was patient involvement but no harm reported. A getinge field service engineer (fse) narrowed down the issue to be be an issue with the pcba,exec processor. The board was replaced and inspections were carried out and confirmed normal function. Functional tests were passed and unit returned to normal use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has internal communication error. No harm reported.

Manufacturer narrative:
Updated fields : b4, b5, b6, b7, d10, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes ), h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an internal communication error upon powering on. There was no patient involvement.